Event description:
The customer reported the system intermittently shut down resulting in loss of imaging functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.